Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system would not turn on and eventually turns on. Review of the log file showed flexvision pc grabber card errors. To resolve this issue fse replaced flexvision pc and hard disk. After replacing, flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.